Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) inspected the equipment at the hospitals site to confirm the problem that was reported. The fse took the case apart and cleaned the muffler. The unit passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and can be used clinically.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit needed maintenance and replaced other equipment for the patient. No harm was caused to the patient.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit needed maintenance and replaced other equipment for the patient. No patient was involved.